Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during peritoneal dialysis therapy. The patient explained that they woke up at night from the sound of water and saw solution coming from the cassette tubing. The patient stated that their ¿cassette line had popped¿ possibly from build up of pressure. The patient was placed on antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.